Manufacturer narrative:
The device was inspected and tested; the customer¿s reported issue was confirmed as no image was displayed which was determined to be due to a faulty cable. The cable shows signs of winding in a small radius. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ocg) was informed that the 4k camera head was returned for a reported ¿no image¿ malfunction that occurred during laparoscopic surgery. The device was replaced, and the intended procedure was completed with another similar device. There was a delay which resulted in longer patient anesthesia. No death or serious injury was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the faulty cable likely occurred from user handling. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.